Event description:
Failure to alarm: the renasys soft port head and fluid pathway was fully compressed but the foam in the wound was not. Hissing around soft port head noticed. During dressing removal, the rn left npwt on connected to suction, drape and hydrocolloid (placed around wound edges) dressing fully removed from patient with no alarm.

Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report. As a result of similar complaints smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez.